Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected non-fasting blood glucose test result range is 300 to 301 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date is 12/15/2015. The meter memory reviewed for non-fasting test results (date / time not set): (B)(6). Adverse event not reported.